Event description:
It was reported that patient had met with the manufacturer¿s representative on monday because they need periodic adjustment of their implantable neurostimulator (ins) for pain relief (last adjustment was 7 months ago). It was noted that the representative turned it up high at that time and that the patient felt a jolt and wasn¿t sure if they were still feeling the effects of that jolt. It was also reported that the patient was told that their ins was nearing its end of life was would need to be replaced. The patient stated that they had turned the stimulation off yesterday but noted that they still could feel the stimulation in their leg. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3998cws, lot# n27349, implanted: (B)(6) 2004, product type lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).